Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the left main (lm) at the distal segment of a previously placed taxus express2 stent. The physician attempted to place a 3.00x16 mm taxus express2 drug eluting stent overlapping with the original taxus express2. However, the stent could not be delivered to the target lesion. The stent was removed and proximal stent damage was found. The procedure was completed with another 3.00x24 mm taxus express2 stent. No patient complications were reported. Patient status reported as "good".